Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found connecting tube had coating peeling of(1mm2 or more). Additional findings were as follows: due to a pinhole on connecting tube, water tightness was lost; control unit was sticky due to water leakage; due to wear of angle wire, bending angle in the up direction did not meet the standard value; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; connecting tube had a dent; universal cord and video cable had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera tracheal intubation videoscope had a soft tube that had air leakage. The issue was found during the inspection of the device. The device was returned for evaluation. During the device evaluation, the soft tube coating was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling soft coating was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.